Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the advanced video processor (avp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, errors 40068 and 310 were found. Upon visual inspection, no issues were found that would be related to the reported failure. The avp was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The system was programmed and started up without any error, onsite connection is present and data was uploaded. 20 power cycles were ran with this board, which all passed. The avp remained on the test system in normal operation for hours, but it performed without any errors. The reported issue was confirmed via the error logs, but was unable to be replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, all system arms turned on with red led lights when shutting down the system and error code 40068 was displayed. The technical support engineer (tse) guided the caller to perform a hard power cycle, but the issue did not resolve. Error 40068 occurred every time the system shut down. The system was not connected to onsite. The tse confirmed with the caller that the ethernet cable was correctly connected on both sides, which was the case. The tse guided the caller to check if onsite indications were present on the vision side cart (vsc) settings, which was not the case. The procedure was completing as planned with no reported injury.